Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead was found to be dislodged. The physician elected to reposition the atrial lead. During the procedure, the atrial lead could not be removed from the pacemaker header port. As a result, the pacemaker and atrial lead were explanted and replaced. The patient remained stable throughout the procedure.